Event description:
Balloon broke off at the base when product was removed/pulled out of patient. Balloon material had to retrieved. Balloon broke off at the base when product was removed/pulled out of patient. Balloon material had to retrieved. FDA safety report ID #(B)(4).